Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found. The visual inspection showed that the inner insulation was kinked/buckled on the proximal end of the lead. The visual inspection of this lead showed that the outer insulation was breached/cut, the proximal conductor was distorted and the helix was distorted/bent.

Event description:
It was reported during the implant procedure that atrial lead was noted to have a tear in the insulation. Additionally, at the physician was unable to extend or retract the helix on the rv lead. Neither lead was not implanted. No patient complications have been reported as a result of this event.